Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
The only information received regarding this complaint is the reported event. It was reported that the device switched off during ventilation. Inadequate information without logs or replaced parts but reported switch off. During ventilation may indicate stop of ventilation. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
It was reported that the ventilator switched off during ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).